Event description:
It was reported that during an unknown procedure, two devices were reported broken. There was no pt consequence. Unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the handpiece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.